Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had multiple pump error alarms. Blood glucose reading was over 22.2 mmol/l. Customer reports they were able to clear the alarm. Customer states they were able to rewind the pump and displacement and self test was passed. The pump will not be returned for analysis